Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-03766 pertains to the first genesys hydrothermablation procerva procedure set and manufacturer report# 3005099803-2017-03767 pertains to the second genesys hydrothermablation procerva procedure set. It was reported to boston scientific corporation on (B)(6) 2017 that two genesys hydrothermablation procerva procedure sets were opened for use in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, during preparation when they opened the genesys hydrothermablation procerva procedure set kit they noticed a hair inside it (MFR report# 3005099803-2017-03766). Another hydrothermablation procerva procedure set was opened (MFR report# 3005099803-2017-03767) and the same issue was noted. The procedure was completed with a third hydrothermablation procerva procedure set. There were no complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned genesys hta procerva procedure set sheath revealed a presence of short hair inside the original tray. There was no physical damage noted on its original tray. The issue was noted during preparation and outside the patient and this was confirmed during the analysis of the returned unit. DHR review was performed and no deviation was found. The issue was evaluated by the manufacturing engineering team and it was concluded that the issue did not occur within the manufacturing plant. During the process the product is inspected to ensure that the units are free of foreign matter according to the respective procedures. Based on all gathered information and condition of the returned device, the probable root cause is undeterminable.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-03766 pertains to the first genesys hydrothermablation procerva procedure set and manufacturer report# 3005099803-2017-03767 pertains to the second genesys hydrothermablation procerva procedure set. It was reported to boston scientific corporation on (B)(6) 2017 that two genesys hydrothermablation procerva procedure sets were opened for use in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, during preparation when they opened the genesys hydrothermablation procerva procedure set kit they noticed a hair inside it (MFR report# 3005099803-2017-03766). Another hydrothermablation procerva procedure set was opened (MFR report# 3005099803-2017-03767) and the same issue was noted. The procedure was completed with a third hydrothermablation procerva procedure set. There were no complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.